Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that two previous infusion sets leaked under the site. The blood glucose reading was 416 mg/dl. The customer treated with a bolus and changed the basal rate. The blood glucose reading did not come down but the customer was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.